Manufacturer narrative:
Jv 05/15/2019 - gfe didn't receive a response. Even date was set using the aware date.

Event description:
It was reported that an artificial urinary sphincter (aus) was previously explanted due to an unknown reason. No information was provided about the patient's outcome. Additional information was requested via gfe, however, no further information was available should additional information become available, it will be provided.